Event description:
It was reported that this right atrial (ra) lead appeared kinked approximately 3 to 4 centimeters from the terminal pin. Threshold and impedance measurements were stable. No observation of noise from the lead manipulation. This ra lead was surgically repaired and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead appeared kinked approximately 3 to 4 centimeters from the terminal pin. Threshold and impedance measurements were stable. No observation of noise from the lead manipulation. This ra lead was surgically repaired and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.